Event description:
A hospital pharmacist reported a capsular bag tear occurred at the time of intraocular lens implant. Follow-up with the surgeon revealed she decided to implant the lens in the sulcus due to issues identified with the rhexis. As she was releasing the lens in the eye, one haptic became stuck in the delivery system cartridge. Enlargement of the incision was required to remove the lens and the capsule tore as the surgeon was deciding whether a different model would be used. Four to five stitches were required and the pt developed postoperative corneal edema. Due to the corneal edema, the surgeon was not able to implant an intraocular lens. Another physician will be seeing the pt and will determine the next course of action. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Additional info has been requested from the surgeon by phon on 1/22/2007. Additional info was requested by e-mail on 01/23/2007 and 02/082007.